Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 2.4, lab: 1.6. Time between testing was minutes. Patient's therapeutic range is 2.0-3.0. Last dose of coumadin was the night before testing.

Manufacturer narrative:
Investigation pending.